Event description:
The information was reported to gore: on (B)(6) 2024, a patient was implanted with gore® viatorr® tips endoprosthesis with controlled expansion (viatorr cx) to perform transjugular intrahepatic portal shunt (tips) procedure. The viatorr cx was advanced to target lesion. During deployment of graft-line region, the deployment line was broken. The distal tip of region couldn't be expanded. The delivery system couldn't be retrieved. A 4mm x 8cm ballon was implanted to dilate the viatorr cx but failed. The patient was transferred to ICU for observation. On another day, the patient was transferred to another hospital with additional endovascular procedure. The catheter was removed, and graft-line region was expanded. The patient tolerated the procedure. The physician suspected that the deployment line scraped the wire and broken due to back and forth, and unclear dsa imaging.

Manufacturer narrative:
H3: device was implanted. No device was returned for evaluation. H6: c19 - a review of the manufacturing records indicated the lots met pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the available information and the subsequent investigation, no further information was provided to gore, therefore the cause of the event cannot be determined. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.